Manufacturer narrative:
(B)(4).analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for follow-up, the pulse generator exhibited backup operation. The device was explanted due to normal battery depletion on (B)(6) 2013.